Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor an (B)(6) year-old female patient, the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However a zoll field representative went onsite to evaluate the device and found no discrepancies. The device passed all testing and was returned to service. Review of the data file found evidence of device shut offs; however, indicated that the shut-offs were caused by the battery being disconnected from the device while it was not plugged into ac power. Analysis of reports of this type has not identified an increase in trend.